Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported external substance / leak symptom, attributable to the punctured exhaust hose observed during the device inspection.

Event description:
It was reported that during testing by a field service technician at the user facility, the device was determined to be leaking a substance. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.